Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients ipg could not keep a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.